Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) could not be programmed to magnetic resonance imaging (MRI) mode due to a low impedance alert on the right ventricular (rv) lead. The physician requested the device be programmed to an off label program for the MRI. The device and lead remain in use. No patient complications have been reported as a result of this event.